Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 20-aug-2018 with the following findings: during investigation, moisture was found behind the display lens and in the battery compartment. The battery cap was not returned. The battery compartment was cracked above and below the bumper pad. The test battery cap attached to the pump successfully. The pump was unresponsive with no vibratory or auditory alarms with a blank display. The pump history and black box were unable to be downloaded. A leak was found in the battery compartment. The pump cover was removed to find moisture on the printed circuit board and internal components.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.